Event description:
The dentist claimed that while using the anatomage guide, the implant trajectory was too buccal. The dentist took out the implant and did a bone graft. Local anesthesia was administered for the procedure. The dentist will wait 3-4 months for the bone to heal before re-doing the surgery to place the implant.